Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced blood glucose levels from high 300 mg/dl to low 400 mg/dl. The customer changed the site to correct the issue. The device was not returned.